Manufacturer narrative:
It was reported by the customer that fluid is not going through the infusions set. Four photos of a sample of material 47177e was submitted for quality investigation. Evaluation of the photos provided show that the infusion set pictured looks tangled. Additionally, some of the tubing looks to be kinked near the outlet of the drip chamber, near the outlet of the y-site smartsites of the assembly, and several locations in the tubing. The root cause for the issue reported by the customer could not be determined due to a physical sample not being provided for investigation. A device history record review for model 47177e lot number 23099079 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see narrative below.

Event description:
No additional information was provided. Material #: 47177e, batch #: 23099079. It was reported by customer that 1012221 stating fluid is not going through. Verbatim: 1012221 stating fluid is not going through.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite gravity set was occluded.the following information was received by the initial reporter with the verbatim: stating fluid is not going through.